Event description:
It was reported to resmed that an astral device displayed an error message (sf75) related to pneumatic block calibration. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The device was recalibrated to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) related to pneumatic block calibration. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence, the investigation determined that the reported complaint was due to a defective pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).